Event description:
(B) (4) crm received info that this dextrus right ventricular lead exhibited loss of capture due to a conductor fracture. In a revision procedure the lead was explanted and successfully replaced by a new lead.